Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented at the hospital with an infection. The physician elected to explant the patient's pacemaker and right ventricular (rv) lead while the patient's chronic right atrial (ra) lead was connected to the newly replaced implantable cardioverter defibrillator (ICD) and rv lead. The patient was treated with antibiotics and was stable.